Event description:
At approximately 2130, patient called the nursing station using the call light. Patient stated that his line "broke". This rn was informed of this situation and went right into his room. The 1.2-micron filter had come apart where the tubing meets the filter on the side of the filter where the green clamp is. The line was open and exposed with tpn spilling onto the sheets. This rn immediately clamped the patients PICC line. Using aseptic technique, the PICC line was cleaned and flushed with ns. The lip (licensed independent practitioner) was notified, and ivf was started in place of the tpn.